Manufacturer narrative:
(B)(4). Insulin pump passed basic occlusion test and displacement test. No motor error alarms were noted. However, unable to prime unit during prime, compromised force sensor system test due to encoder signal out of phase. Unable to perform occlusion test and excessive no delivery test due to prime anomaly. The motor was tested outside the device and passed.

Event description:
Information received by medtronic indicated that insulin pump alarmed motor error. The insulin pump was bumped several times. The drive support cap appeared normal. The customer was able to clear and able to rewind insulin pump. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.